Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started to read inaccurately at 2pm on (B)(6) 2016 when she obtained alleged inaccurately high blood glucose results of "400 and >600 mg/dl" on the meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin pump therapy. She reported that also at 2pm on (B)(6) 2016, in response to obtaining the alleged inaccurately high results, she administered an increased dose of insulin. She reported that between 30 minutes and an hour later, she developed symptoms of "fast heartbeat, rapid breathing, shaky and sweating". It is not clear what treatment, if any, she received for her symptoms. She reported that on (B)(6) 2016 at 1pm, she again administered an increased dose of insulin. She indicated that at 11am on (B)(6) 2016 she obtained a blood glucose result of "378 mg/dl" on an unknown device. During troubleshooting, the patient confirmed that her test strips had been stored correctly and her meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result fell outside the expected range. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high results with the subject meter, administered increased medication and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.